Event description:
The complaint is reported as: "patient received catheter in the operating room on january 25. Anesthesia noticed that infusion through the proximal lumen uncertain. Once transferred to picu the response was unusual. For example, increasing the inotropes didn't work at times, yet when a 5 ml bolus of albumin was used, the bp was rising unexpectedly high." The line was removed approximately 7 days later. No treatment was required for the rise in blood pressure as it resolved on its own. No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "patient received catheter in the or on (B)(6). Anesthesia noticed that infusion through the proximal lumen uncertain. Once transferred to picu the response was unusual. For example, increasing the inotropes didn't work at times, yet when a 5 ml bolus of albumin was used, the bp was rising unexpectedly high." The line was removed approximately 7 days later. No treatment was required for the rise in blood pressure as it resolved on its own. No patient injury reported. The patient's condition is reported as fine.